Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of the 23 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set detached from the tubing. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: summary: bd received a photo from the customer facility for investigation. The customer photo was evaluated and the customer¿s indicated failure mode of ¿tubing separation¿ with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: based on evaluation of the photo that was received, the customer¿s indicated failure mode of ¿tubing separation¿ with the incident lot was observed. Root cause: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.